Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump shut off unexpectedly. Customer's blood glucose level was 136 mg/dl. The customer connected the pump to a power source to charge, the pump turned on and the malfunction alarm had cleared. Reportedly the customer continued to use the pump for insulin therapy and also had manual injection supplies available.